Manufacturer narrative:
There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Unresponsive keys / (B)(4). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/24/2019 to the present date 01/15/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device needed service/repair. No patient involvement.